Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device delivered un-sterile. Probable root cause: dsm cm for air+ devices provided their report stating. Based on the feedback and images provided, we were able to confirm the complaint allegation of incomplete pouch seal. A DHR review was completed and reported in the preceding email on 10 apr 2024. No discrepancies applicable to this complaint were noted. The images provided show no evidence that this product pouch was sealed. This process has a 100 percent inspection for product pouch seal, which means this product pouch was erroneously passed. This is the first instance of this type of error for this product. We believe the cause of this event is an unintentional line clearance error during production. As a result of this event, all operators have undergone additional training for this product with a specific emphasis on ensuring a complete seal is present on all product pouches. No further action will be taken at this time. However, we will continue to monitor incoming complaints for trending purposes. Application: poor handling during shipping . The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a breach in the sterile barrier.